Event description:
Same case as MFR# 2134265-2008-00836, 2134265-2008-00835. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The target lesion was located in the left circumflex (lcx). The diffuse lesion was 90% stenotic with severe calcification in the proximal to distal lcx and was 46mm in length. The physician predilated the lesion with an unk size/type balloon catheter. The physician then deployed a 2.50x20mm taxus express2 drug eluting stent in the distal lcx at 12 atms, and a 3.00x28mm taxus express2 drug eluting stent was deployed at 12 atms in the proximal lcx, overlapping the 2.50x20mm taxus stent. Post-ivus was performed, and the physician confirmed that the stent placement for both stents was well positioned and well apposed. The procedure was completed without any reported complications. Seven days later, the physician treated the left anterior descending (lad). The diffuse lesion was 90% stenotic with a severe calcification in the proximal lad and the lad 1st diagonal. The 1st diagonal was 14mm in length. Both lesions were predilated by an unk size/type balloon catheter. A 2.50x16mm taxus express2 drug eluting stent was deployed at 10 atms in the lad 1st diagonal. Then, the physician attempted to deliver a 3.50x23mm non-bsc drug eluting stent, but was unable to cross the lesion. The proximal lad was dilated by a non-bsc balloon (unk size), and the physician implanted the 3.50x23mm non-bsc drug eluting stent in the proximal lad. Post-ivus was performed, and the physician confirmed that both stents were well positioned and well apposed, and the procedure was completed without any complications. Three days later, the pt experienced chest pain and shock while still in the hosp. Percutaneous cardiopulmonary support sys (pcps) was inserted, and st segment elevation was confirmed. The physician confirmed via coronary angiography thrombosis at proximal side of the lad proximal (outside the stent) and proximal side of the lcx proximal (outside the stent). The thrombus was aspirated. The physician dilated the lesions with a balloon catheter (unk size/type), and a 2.50x20mm taxus express2 drug eluting stent was implanted in the mid lad, and a non-bsc bare metal stent was implanted in distal lad. The procedure was completed without any reported complications and the pt condition is reported as stable. The pt had taken aspirin and cilostazol since 2007, as prescribed by his family health care provider. After the thrombosis, the physician changed the cilostazol to clopidogrel. The relationship between the taxus stents and the thrombosis event is unk.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.